Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient¿s system was explanted on (B)(6) 2023 due to a fractured lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.